Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Additional information confirmed that improper supply change technique resulted in leakage and ineffective insulin delivery. Based on available information, the event is attributed to user error involving failure to follow proper supply change steps. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 15-apr-2026 it was reported that on 09-feb-2026 the user experienced hyperglycemia with blood glucose (bg) levels reported in the 700 mg/dl range, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.